Event description:
N/a.

Manufacturer narrative:
The unit was repaired by replacing vacuum filter. The unit was not repaired by getinge. The incident occurred before use and did not involve the patient or the balloon.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital (B)(6). Testing of actual/suspected device: a getinge authorized representative evaluated the iabp unit and found that the power-on report "power-on electrical test failure #6", the screen calibration failed. The excessive temperature was found to be caused by the clogging of the negative pressure filter. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a slow response to the touchscreen and displayed "the temperature is too high". There was no patient involvement, thus no adverse event was reported.